Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during repositioning of a patient on vv ecls, an arterial bubble alarm was displayed and the pump stopped. The hls set was hand cranked while the customer attempted to clear the alarm and trouble shoot the issue. According to the customer, the arterial flow/bubble sensor may not have been fully clamped on the circuit and may have opened, resulting in the arterial bubble alarm. The customer attempted to reattach the hls set to the cardiohelp, but a ¿pump disposable error¿ alarm was raised. The customer could not confirm if the rmp was decreased to zero before the hls set was reattached. The cardiohelp and the hls set was exchanged. The hls set will further investigated in 1264766. No harm to any person has been reported. As there was a pump stop and the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that during repositioning of a patient on vv ecls, an arterial bubble alarm was displayed and the pump stopped. The hls set was hand cranked while the customer attempted to clear the alarm and trouble shoot the issue. According to the customer, the arterial flow/bubble sensor may not have been fully clamped on the circuit and may have opened, resulting in the arterial bubble alarm. The customer attempted to reattach the hls set to the cardiohelp, but a ¿pump disposable error¿ alarm was raised. The customer could not confirm if the rmp was decreased to zero before the hls set was reattached. The cardiohelp and the hls set was exchanged. As there was a pump stop and the cardiohelp was exchanged during treatment, a report is required. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The customer has not requested service for the cardiohelp device. No service was performed and no parts were replaced. According to the event description provided by the customer, the cardiohelp device did not have any functional failures. Regarding the arterial bubble failure: the customer confirmed that there was no arterial bubble present. The arterial flow/bubble sensor was found unclasped on the circuit. The gap between the circuit and the sensor triggered the sensor to detect non-existent air bubbles. In the instruction for (IFU) of the cardiohelp, chapter ¿connecting the combined arterial flow/bubble sensor¿, it is stated that during operation the flow/bubble sensor must be secured on the hls circuit and that the locking mechanism of the flow/bubble sensor must not be released. Regarding the pump disposable error failure: the error message ¿pump disposable error¿ was triggered by reattaching the hls set without decreasing the rpm down to zero. In the IFU of the cardiohelp is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. According to the IFU chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the cardiohelp IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device. The review of the non-conformities has been performed on 2025-04-09 for the period of 2014-09-08 to 2025-04-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-09-08. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "arterial bubble detected ¿ unclasped sensor" and ¿pump disposable error¿ could be confirmed but is not a product related malfunction. This complaint failure "arterial bubble detected ¿ unclasped sensor¿ was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2024-04-03 till 2025-04-03). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).